Manufacturer narrative:
Isi has not received the permanent cautery spatula instrument involved with this complaint. If the product is returned for analysis or if additional information is obtained, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: although there was no allegation that the permanent cautery spatula instrument arced, smoked, or had conductor wire damage, the instrument reportedly cauterized a site that was not intended to be cauterized due to exposed metal coming in contact with tissue. Although the burn was a first degree burn that required no medical intervention, if this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "working end" of the permanent cautery spatula instrument used to dissect and cauterize tissue was noticed to be burning lung tissue. It was reported that the customer removed the spatula and noticed roughness and a crack at the flex point of the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing, smoking, or sparking was observed during the procedure. It was noted that there was a plastic part missing from the instrument, allowing exposed metal to come in contact with tissue. As a result, the instrument cauterized a site that was not intended to be cauterized. Upon inspecting the instrument prior to surgery, no damage was noted. The plastic part that was found to be missing was not noticed to be missing until the instrument was installed and used. The customer confirmed that nothing broke off or fell from the instrument while using it. No fragments fell into the patient. The cannula was not inspected prior to use. The surgeon was cauterizing tissue when the reported event occurred. The erbe generator was being used and monopolar energy was being activated at the time of the reported event. The instrument was in use for at least ten minutes prior to the reported event. The bipolar dissector and tip-up fenestrated grasper instruments were also in use when the reported event occurred. No instrument tip collision was noted during the procedure. The customer did not believe that the instrument was removed during the surgical procedure. There are no photographic images of the device(s) or a video recording of the procedure available for review. No bleeding was experienced by the patient. A first degree burn to the lung tissue was observed although this site was not intended to be cauterized. No medical intervention was required to address the burn. No post operative complications were reported to have occurred due to the unintended first degree burn. The customer did not perform any post operative tests on the patient. The customer was not able to provide information about the patient's medical history nor the patient demographic information. The procedure was completed with no additional issues.